Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump shut off completely. The customer¿s blood glucose level was 194 mg/dl at the time of the incident. Customer mother state they got a low battery and early morning the insulin pump indicated to replace the battery but then shut off completely. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.